Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: return goods lab analysis noted contrast in the balloon and in the inflation lumen, which is consistent with preparation for use. There was blood in the guide wire lumen, which is consistent with guide wire insertion. The tip length and balloon crossing profile met manufacturing criteria. The balloon had loose folds, and follow-up information with the account stated that the balloon was inflated at low pressure in an attempt to deliver the device. The soft tip was flared and torn at the very distal end of the tip, thus confirming the incident. There was no damage observed or reported during inspection prior to the procedure, which suggests that a product deficiency did not contribute to the reported complaint. It is most likely that the tip damage occurred as a result of interactions with the reported heavily tortuous, heavily calcified, 95% stenosed lesion. There was a bend in the hypotube shaft 3.5cm distal to the strain relief tubing. Since this damage was not noted during the inspection prior to use, or included in the complaint incident, it most likely occurred during the procedure, and/or during handling, packaging, and shipment back to abbott vascular for analysis. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line before release. The lesion was described as heavily tortuous, heavily calcified, and 95% stenosed, which may have contributed to the reported failure to advance/cross the lesion. Additionally, factors that can contribute to tip damage include, but are not limited to, damage during manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. To help ensure this is not the result of a product deficiency, all balloon catheters are subject to a 100% visual inspection for tip damage, including at the point where the protective sheath is placed over the balloon prior to packaging. Additionally, a sampling of units is destructively tested to verify tip tensile integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for tip damage for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was in the left anterior descending artery with a vessel diameter of 2.5 mm, and a lesion length of 15 mm. The vessel had heavy tortuosity, heavy calcification, was eccentric and de novo, with a 95% stenosis. After a non-abbott guide wire was crossed, the 2.5x15 mm trek was advanced; however, after several attempts were made to cross, the trek would not cross the lesion. After retraction of the balloon catheter from the patient, the tip was found to be torn along the width of the tip. A non-abbott balloon was used to predilatate the lesion and a xience v stent was successfully deployed to complete the procedure. The device was soaked prior to use and prepped outside of the patient anatomy. There was no clinically significant delay in the procedure. No adverse patient effects were reported. No additional information was provided.